Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient that was receiving hydromorphone and bupivacaine via an implanted pump. The indication for use was malignant pain. It was reported the patient received a motor stall error when attempting to use their ptm on (B)(6) 2019. It was noted the patient did have an MRI on (B)(6) 2019. The patient was instructed to attempt to activate the device again to clear the messages. This resolved the issue without sequelae on (B)(6) 2019. It was indicated the event was related to the device or therapy. The patient's weight was not measured at baseline.